Manufacturer narrative:
Medical records were received by the study indicating that the patient had a stroke and was found unresponsive in the aisle of his workplace. During his hospitalization for the stroke, he became bradycardic in response to his respiratory failure and was pronounced dead (B)(6) days later. Therefore, the patient codes have been updated accordingly. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report is from the (B)(4) study. The patient was an (B)(6) white male with a history of hyperlipidemia, CABG, coronary artery disease, myocardial infarction, and hypertension. The patient had a contralateral carotid occlusion and previous cea recurrent stenosis. The target lesion was the left proximal internal carotid artery. Pre-procedure stenosis was 82%. Lesion length was 5mm and the diameter was 5.5mm. The report was mildly tortuous. The lesion was pre-dilated. A precise pro rx 8 x 30mm stent was deployed in the target lesion. An angioguard rx, size 6 was successfully deployed and retrieved during the procedure. Post-procedure stenosis was 5%. The patient was discharged the following day. Approximately two months post-procedure, the patient died. The event was not related to the cordis product or the index procedure. Multiple attempts have been made to determine the cause of death; however, no additional information has been obtained. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15029782 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records and excursions were issued for this lot. Manufacturing records for lot 15029782 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices & components (ndc) and the results indicate that the stent shipped meets specified release requirements. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.

Event description:
The report is from the (B)(4) study. The patient was an (B)(6) white male with a history of hyperlipidemia, CABG, coronary artery disease, myocardial infarction, and hypertension. The patient had a contralateral carotid occlusion and previous cea recurrent stenosis. The target lesion was the left proximal internal carotid artery. Pre-procedure stenosis was 82%. Lesion length was 5mm and the diameter was 5.5mm. The report was mildly tortuous. The lesion was pre-dilated. A precise pro rx 8 x 30mm stent was deployed in the target lesion. An angioguard rx, size 6 was successfully deployed and retrieved during the procedure. Post-procedure stenosis was 5%. The patient was discharged the following day. Approximately two months post-procedure, the patient died. The event was not related to the cordis product or the index procedure.

Manufacturer narrative:
Additional information was received that the patient was found unconscious in the aisle at the place of employment. Ems was called and he was transported to the emergency department, where he was found to a dense right hemiparesis. While he was in the emergency department undergoing evaluation for a possible clot lysis, he regained some consciousness, was able to follow commands and was able to squeeze a left hand per command, however, he still had a dense right hemiparesis and absent gag reflex. He "was not speaking well", and his history was obtained from his wife. The neurology consultation was performed on the same date. The patient was able to open his eyes on command and could squeeze with his left hand, but his right side was flaccid. The right pupil was smaller than the left pupil. Possible bruit in the left carotid was noted. He had a dense right hemiparesis, the toe was upward-going on the right, "absolutely no gag reflex"; however, uvula did appear at midline. Deep tendon reflexes at the knees and in the ankles were mute. A brain CT scan showed no bleed and was "basically unremarkable". Neurology assessment: left-middle cerebral artery infarct with right-sided hemiparesis. The patient was considered for lytic therapy, but because of his improvement and the family desire, decision was made not to pursue treatment with clot lysis. He was admitted to the ICU for intensive observation and underwent a ng tube placement. The family requested total supportive care, but in the event of an arrest they did not want resuscitation. The patient was noted to have absolutely no gag reflex whatsoever, and required frequent suctioning for control of pulmonary congestion. However, early in the morning of (B)(4) 2010, he was noted to be hypoxemic, not responding to breathing treatment or increase in oxygen. His lungs were basically clear and chest x-ray showed no pneumonia. While being assessed by the house staff, the patient suddenly became bradycardic in response to his hypercarbic respiratory failure and was pronounced dead at 04:00. The site reported the cause of death as other, medical.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The cc has been updated to reflect additional information. Medical records were received indicating that the patient had a stroke and was found unresponsive in the aisle of his workplace. During his hospitalization for the stroke, he became bradycardic in response to his respiratory failure and was pronounced dead (B)(6) days later. The report is from the (B)(4) study. The patient was an (B)(6) male with a history of hyperlipidemia, CABG, coronary artery disease, myocardial infarction, and hypertension. The patient had a contralateral carotid occlusion and previous cea recurrent stenosis. The target lesion was the left proximal internal carotid artery. Pre-procedure stenosis was 82%. Lesion length was 5mm and the diameter was 5.5mm. The report was mildly tortuous. The lesion was pre-dilated. A precise pro rx 8 x 30mm stent was deployed in the target lesion. An angioguard rx, size 6 was successfully deployed and retrieved during the procedure. Post-procedure stenosis was 5%. The patient was discharged the following day. Approximately (B)(6) months post-procedure, the patient expired. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15029782 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records and excursions were issued for this lot. Manufacturing records for lot 15029782 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices and components (ndc) complaint #(B)(4), and the results indicate that the stent shipped meets specified release requirements. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.